Manufacturer narrative:
The adaptive clean brush head is an accessory to the sonicare toothbrush. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that they swallowed some bristles from their adaptive clean brush head.